Manufacturer narrative:
It was reported that a 35v failure occurred. The reported issue was confirmed via error code confirmation. The remote service engineer (rse) provided the customer with the part number of the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba to order and replace. A philips authorized service provider (asp) went onsite and replaced both the mc pcba and pm pcba to resolve the reported issue. The asp replaced the mc pcba and pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 35 volt (v) failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a 35v failure occurred. The reported issue was confirmed via error code confirmation. The remote service engineer (rse) provided the customer with the part number of the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6), reporting institution phone #: (B)(6), reporter phone #: (B)(6).